Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: (device code). Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the long-term outcome of 755 consecutive constrained acetabular components in total hip arthroplasty" written by keith r. Berend, md, adolph v. Lombardi, jr. Md, facs, thomas h. Mallory, md, facs, joanne b. Adams, bfa, jackie h. Russell, rn, and kari l. Groseth, bs published by the journal of arthroplasty vol. 20 no. 7 suppl. 3 2005 accepted by publisher 25 may 2005 was reviewed. The article's purpose was to report on long term outcomes for thas with constrained acetabular components of 755 cases of 720 patients with age range of 21.2-98.5 and average follow up of 3.5 years. Depuy products utilized: srom poly-dial system with constrained acetabular components adverse events: revisions for dislocation, liner dissociation, locking ring dissociation, loose cup, loose femoral component, cup malposition, infection, femoral fracture and femoral component breakage, liner wear.